Event description:
It was reported that on (B)(6) 2011 xia3 primary surgery (l3-5) was performed. Following the surgical procedure on (B)(6) 2012 the 1st revision surgery was performed because of loosening of the l3 screw. Then on (B)(6) 2012, it was found there was screw breakage, finally on (B)(6) 2013, the 2nd revision surgery was performed and the implant have been replaced.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: it was confirmed that the fracture occurred about 18 months post-operatively. Due to the length of this implantation along with the history of this type of breakage it is possible that fusion of the spine did not occur. As a result, the implant experienced prolonged cyclic loads that were likely to have eventually caused it to fatigue. Furthermore, the IFU states that these implants are finite and cannot be expected to indefinitely withstand the activity level and normal load of healthy bones. Conclusion: these implants are meant to provide fixation and some temporary support, but cannot be expected to bear the full load of the spine.

Event description:
It was reported that on (B)(6) 2011 xia3 primary surgery (l3-5) was performed. Following the surgical procedure on (B)(6) 2012 the 1st revision surgery was performed because of loosening of the l3 screw. Then on (B)(6) 2012 it was found there was screw breakage, finally on (B)(6) 2013 the 2nd revision surgery was performed and the implant have been replaced.